Manufacturer narrative:
The lot history record (lhr) for this product was not reviewed because the product was not returned to abbott vascular solutions for analysis and the lot part number was not reported.

Event description:
Device malfunction: entanglement with stent. Time of malfunction/symptoms/ae: during procedure (retrieval). Symptoms/ae: none. It was reported that after the stent had been successfully deployed in the carotid artery, during the retrieval of the accunet filter basket, the accunet was unsheathed; however, the wire was left in place which became tangled in the stent. The patient was set to surgery where an endarterectomy was performed and the filter basket was removed. There was no neurological event noted post surgery, and the patient was reported as having a good outcome. Though requested, no additional information was available.